Event description:
During t2 tibial nail remove surgery, when the surgeon tried to remove the end cap using ao(synthes) screw driver, the tip of driver broke. Therefore the surgeon could not remove the end cap and was not able to remove nail. In this case, the surgeon also confirmed breakage of the distal screw.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.